Manufacturer narrative:
The events of seroma and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation and seroma.

Event description:
Patient reports pain, inflammation, and "water filled around the vicinity of both side prosthesis." This represents the left side. The device remains implanted.